Manufacturer narrative:
Concomitant medical products: serial # : (B)(4), catalog # : 1407de, exp. Date: 02/28/2017, mfg. Date: 02/28/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the medical engineer that the patient presented to the hospital with continuous low flow alarms. The patient's vital signs and essential parameters were within normal limits. Right heart failure and arrhythmias were excluded as potential contributing factors. The low flow alarms stopped after changing the primary controller to the back-up controller. Log files are not available. No further information was provided.

Manufacturer narrative:
Additional information received on 11/30/2016 indicating that the patient was admitted to the hospital on (B)(6) 2016. The patient's anticoagulation was controlled. No diagnostic testing was performed and the patient did not receive any treatment. The patient was discharged from the hospital on (B)(6) 2016 and is reported to be doing fine. The medical team believes the event is related to a device malfunction. Additional devices for this complaints: serial # : (B)(4) - return date (10/12/2016). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Event date: unchecked "adverse event". Unchecked "life-threatening, hospitalization - initial or prolonged, and required intervention to prevent permanent impairment/damage (devices)". Removed pump as it is not being reported. Pump moved as a concomitant device. Implant date: removed implant date. This peripheral device is not implantable. Updated and corrected return date for the controller. Return date for controller in follow up # 1 was incorrect. Removed device code for pump as it is being moved as a concomitant device. New codes pertain to the controller. (B)(4). It was reported that the patient had continuous low flow alarms. The controller was initially returned as a non-complaint device on (B)(6) 2016. (B)(4) was submitted into the complaint management system on 11/03/2016. As a result, the device was disposed before the unit could be analyzed. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The pump's serial number was not available. A review of the manufacturing records could not be performed as a result. The reported event could not be confirmed since log files were not submitted for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes relating to inadequate flow causing low flow alarms may be attributed to, but is not limited to, thrombus in the outflow graft, thrombus on the inflow cannula, a kink in the outflow graft and/or an incorrect setting of the pump's rotational speed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was disposed.